Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that there was a device error showing on the multigas unit, gf-210ra; and the log showed "line block," and "check water trap and sample line." There were no signs of physical damage or fluid intrusion. This was discovered while reading co2 deflections for the patient's breathing pattern. The device stopped reading co2, and delivered the error message, "device error." The users changed the sampling line and water trap when they got the error message and restarted the device, but the error still appeared. They removed the device from use and replaced it with another known working device. The biomed called back with an update for the troubleshooting that he performed. They connected the water trap to a bedside monitor and powered it on, but the gas device error was still present. No patient harm was reported. Service requested / performed: exchange. Investigation summary: the root cause is determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. · water trap should be replaced every 4 weeks or as indicated on the device. · ensuring the environment is optimal as described in the operator's manual.

Event description:
The biomedical engineer (bme) reported that there was a device error on the multigas unit, gf-210ra; and the log shows "line block," and "check water trap and sample line." No physical damage or fluid intrusion. This was discovered while reading co2 deflections for patient breathing pattern. The device stopped reading co2, and delivered the error message, "device error." The users changed the sampling line and water trap when they got the error message and restarted the device, but the error still appears. They removed the device from use and replaced with another known working device. The biomed called back with an update for the troubleshooting that he performed. They connected the water trap to a bedside monitor and powered it on, but the gas device error was still present. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was a device error on the multigas unit, (B)(4); and the log shows "line block," and "check water trap and sample line." No physical damage or fluid intrusion. This was discovered while reading co2 deflections for patient breathing pattern. The device stopped reading co2, and delivered the error message, "device error." The users changed the sampling line and water trap when they got the error message and restarted the device, but the error still appears. They removed the device from use and replaced with another known working device. The biomed called back with an update for the troubleshooting that he performed. They connected the water trap to a bedside monitor and powered it on, but the gas device error was still present. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that there was a device error on the multigas unit, (B)(4); and the log shows "line block," and "check water trap and sample line." No physical damage or fluid intrusion. This was discovered while reading co2 deflections for patient breathing pattern. The device stopped reading co2, and delivered the error message, "device error." The users changed the sampling line and water trap when they got the error message and restarted the device, but the error still appears. They removed the device from use and replaced with another known working device. The biomed called back with an update for the troubleshooting that he performed. They connected the water trap to a bedside monitor and powered it on, but the gas device error was still present. No patient harm was reported.